Manufacturer narrative:
(B)(6) . As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device did not get any power. It was further reported that different battery pack was tried but the device still had no power. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device was heating up during testing and triggers were sticking. It was further noted that an unknown liquid was found on internal components and the electric motor did not meet specifications. The assignable root cause was determined to be due to improper cleaning/care and possibly immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.